Event description:
The pt (B)(6) received a dbs system which included two pocket adapters. It was reported the pt lost stimulation. The physician removed and replaced both dbs pocket adapters.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Eval: results: as received, the two returned adapters were visually inspected and no damage was noted to the outer body of the leads or the header assemblies. The setscrew septa were not cored. A more detailed inspection of the two header assemblies found the electrodes were uniform without damage and properly aligned. Electrical continuity testing of both adapters confirmed no open circuits existed which may have contributed to the loss of stimulation observed in the field. The reported observation was not duplicated during analysis. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.